Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 300 (mg/dl). Customer changed cartridge, infusion site and delivered a syringe bolus to address bg levels. It was recommended that the customer consult with their health care provider to discuss diabetes management.